Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recent x-ray revealed a migration of the electrode array. Surgery is scheduled.

Manufacturer narrative:
Additional information: according to the information received from the field the reported pain and facial nerve stimulation were likely caused by extra-cochlear stimulation in the middle ear. Reportedly the electrode migrated partially out of cochlea as confirmed by diagnostic imaging. Re-insertion is planned in (B)(6) 2025.

Event description:
The user reported to clinic in (B)(6) 2025 experiencing pain and facial nerve stimulation. Recent x-ray revealed a migration of the electrode array. Surgery is scheduled.

Event description:
The user reported to clinic in (B)(6) 2025 experiencing pain and facial nerve stimulation. The user underwent repositioning surgery on (B)(6) 2025. Surgeon was able to advance electrode and obtain a full insertion of electrode array in the cochlea.

Manufacturer narrative:
Additional information: according to the information received from the field the reported pain and facial nerve stimulation were likely caused by extra-cochlear stimulation in the middle ear. Reportedly, the electrode migrated partially out of cochlea as confirmed by diagnostic imaging. Re-insertion took place successfully.